Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it during a patient transport. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided physio-control with some of the patient information. Sections a1, a2, a3, a4, and b7 have been updated. Patient fields in which information was not provided were intentionally left blank.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio determined that the likely cause of the reported issue was due to low battery capacity.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it during a patient transport. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it during a patient transport. There were no reports of any adverse effects to the patient as a result of the reported issue.